Event description:
In 2009: customer reports grainy image quality occurred for both fluoro and rad images. Due to the grainy image quality the biopsy procedure was completed; however the retrograde procedure could not be preformed. No reported injury.

Manufacturer narrative:
Pending manufacturing investigation: upon receipt of the investigation report a medwatch supplemental report will be submitted.